Event description:
Caller reported a malfunction on the pump identified by malfunction code malf 16, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use manual daily injections to ensure insulin delivery was not interrupted and was informed by technical support that a replacement pump with updated software would be sent. The customer received instructions for returning the faulty pump and would have access to training in their tandem source account.